Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 14jan2026: the customer confirmed that the patient did not sustain any serious or lasting injury. The only reported effects were temporary discomfort and inconvenience during the attempted procedure. No additional medical or surgical intervention was required, and the event did not result in hospitalization or extension of hospital stay.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during the catheter insertion procedure after puncture, when picking up the guide wire for insertion, the guide wire was seen to be in a faulty position. Attempts to align it were unsuccessful, but attempts to proceed were made nonetheless, causing pain and discomfort to the patient, as well as failure to proceed. Non-compliance found: deformity in the guide wire. Replacement kit requested from a different batch. No other information was provided.